Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a64 alarm due to buttons not responding.

Event description:
The customer reported via phone call that insulin pump had self test failed alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to complete rewind. The insulin pump will be returned for analysis.